Event description:
It was reported that the pump touch screen was frozen, displaying pump was delivering a bolus. Reportedly, customer was unable to initiate or cancel a bolus. Customer¿s blood glucose level was 342-343mg/dl. During troubleshooting, customer performed a pump reset and issue was resolved.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.